Event description:
The facility reported a colleague infusion pump with a defective display. This condition had the potential to interrupt delivery. This condition occurred during power-up of the device in the intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed and duplicated. The root cause of the reported condition was determined to be a defective main display. The main display was replaced to correct the condition. The device did not meet specification for the reported condition. The user interface module software version of this device is 6.13.90. A service history review revealed no previous service events were related to the reported condition. Baxter has had similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). Should additional information become available, a follow-up medwatch will be submitted.